Manufacturer narrative:
The distributor reported the battery pack is completely empty they had to use a different battery pack to download the log history file data. The maintenance schedule is not reported. Review of the log history file revealed the following: the unit entered service in (B)(6)2022. In (B)(6)2023, the unit displayed a no pads warning and continued for four days until new pads were connected. The beginning of (B)(6)2023, the unit displayed replace battery pack warning and continued until the battery was fully depleted two days later. The end of (B)(6)2024, a new battary pack was installed, then removed; two days later a different battery pack was installed and the log history file was downloaded. The service code warning was cleared, the AED is functioning as designed and can remain in service. The distributor was advised to remove the battery pack in question and return it to the manufacturer for further analysis. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported the battery pack is completely empty they had to use a different battery pack to download the log history file data. They reported event did not occur during patient use.